Manufacturer narrative:
Batch review performed on 21 april 2022. Lot 2112478: 123 items manufactured and released on 14-oct-2021. Expiration date: 2026-09-29. No anomalies found related to the problem. To date, 31 items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the poly 13 days after primary. The surgery was completed successfully.